Manufacturer narrative:
The force bipolar instrument has been returned and evaluated by the failure analysis team. The instrument was found to have a broken grip at the grip base. A piece approximately 0.1260" x 0.0640" was found to be broken off. The broken piece was not returned and missing. Components adjacent to this broken grip do show damage. The conductor wire at the yaw pulley had damaged insulation, and the wire was exposed. The wire was not torn or fully broken. There were no material missing. The instrument passed an electrical continuity test. Components adjacent to the damaged wire insulation did not show damage. This was caused by broken grip tip.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the force bipolar instrument involved with this complaint to perform failure analysis; however, the evaluation is not yet complete. A follow-up MDR will be submitted once the product is evaluated and/or if additional information is received. The product has not been returned for evaluation. Therefore, failure analysis of the product related to the complaint cannot be performed.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy with lymphadenectomy procedure, the force bipolar instrument developed a broken/loose cable. A metal object reportedly popped off of the instrument and the surgeon lost instrument control. The surgeon had to close and straighten the instrument jaws with another instrument, to remove it through the trocar. Reportedly the fragment was retrieved during the procedure. Intuitive surgical, inc. (Isi) followed up with the customer and received the following additional information: the instrument was inspected prior to use and with no damage noted. Grasping was being performed with the instrument when the fragment fell inside the patient. The instrument was in use for about an hour when the reported issue occurred. There were no functionality issues reported. There were no collisions. The fragment fell inside the abdomen when the instrument was being moved and opened in preparation for grasping tissue. The instrument was not touching any other instrument or the tissue. The instrument was removed at one point during the procedure, prior to the breakage. No resistance was felt when the instrument was being removed through the cannula. Upon final removal, resistance was felt during an attempt to pull the instrument through the cannula. The force bipolar instrument was straightened using another instrument since it could not be straightened by itself. No damage was found to the cannula. The customer saw the metal piece break off of the instrument during the surgery while watching the video screen. The customer was not able to pinpoint where the fragment actually broke off from once the instrument was pulled off of the arm. The fragment was removed using a maryland bipolar forceps instrument. It is believed that there was only one fragment to retrieve. No additional surgical procedures were performed, nor any additional testing. The procedure was completed robotically, with no reports of patient injury. The patient has not returned for any post-operative complications.